Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd microtainer® z (no additive tubes) had incorrect additive and clotting / micro-clots/fibrin clots (tubes that are not supposed to clot) the following information was provided by the initial reporter: "edta or strek solution was added to the tube but it was still clotted".

Event description:
It was reported during use the bd microtainer® z (no additive tubes) had incorrect additive and clotting / micro-clots/fibrin clots (tubes that are not supposed to clot) the following information was provided by the initial reporter: "edta or strek solution was added to the tube but it was still clotted".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to sample quality was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined.

Event description:
It was reported during use the bd microtainer® z (no additive tubes) had incorrect additive and clotting / micro-clots/fibrin clots (tubes that are not supposed to clot) the following information was provided by the initial reporter: "edta or strek solution was added to the tube but it was still clotted".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to sample quality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.